Manufacturer narrative:
Concomitant medical products: product ID; 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 399930, lot# j0454616v, implanted: (B)(6) 2004, product type: lead. Product ID: 74002, lot# n311732, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Event description:
It was noted that the patient was getting the entire system replaced on the day of report due to "not getting good coverage." It was unknown for exactly how long this issue had been occurring. Additional information received two days later reported that the procedure had been cancelled by the pain doctor. It was noted that it would be rescheduled later with a spine surgeon. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.